Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously low platelet (plt) results generated by the coulter gens system. The platelet result of the patient sample was 89x10^3 cells/ml. The gens instrument did not flag the sample for plt clumps and low plt (as compared to manual estimated) was reported due to the clumping. The erroneous result was reported outside the lab and later corrected with the manual estimate of 144. Based on the available information, there was no affect to patient treatment.

Manufacturer narrative:
Samples were collected in 5cc vacutainers and were sampled < 2 hours after draw. Controls are run each shift and controls were run before and after the incident and recovered within qc range. In 2008, field service engineer (fse) discussed flagging criteria with the customer. Fse determined instrument was working fine. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.